Manufacturer narrative:
Investigation summary: bd has been provided with photos for catalog 301948 lot 1901168 to investigate for this record. Visual examination shows the registration number of the case carton was incorrect and they are from the other packaging labels. As a result, bd was able to verify the reported issue. The material used to manufacture this lot was correct. A definitive root cause cannot be determined at this time. The most probable cause is related with a change of the shipping box after production. In this case, the used shipping box was an old one and the registration number from previous product remained. This issue would occur after the packaging process due to a handing failure of the product after production. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. The probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. Probable root cause: handling failure of the product after production. The shipping box was changed using an old one with the incorrect registration number.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle the labeling on the outer package is different than the inner packaging. 960 units were affected with this issue. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that the registration certificate number of outer and inner packaging is different.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle the labeling on the outer package is different than the inner packaging. 960 units were affected with this issue. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the registration certificate number of outer and inner packaging is different.